Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that channel error 571.6241 was confirmed due to a cable j3 to power board loosen up. Reseated the cable j3. Also found damaged front case and rear case for physical damage. Replaced them new front case and rear case assembly. Performed leak down test and co2 calibration with passing results. The probable root cause of the reported issue was due to customer damage of the cable (channel error 571.6241). A review of the device history record showed the device had a manufacture date of 13dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device has a channel error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device has a channel error. There was no additional information provided and no patient involvement.